Event description:
A us distributor contacted zoll to report that a patient developed pain from the therapy electrodes. The patient's physician advised that it was normal to feel pain and prescribed tylenol. The patient planned to have testing done to determine the source of the pain.